Event description:
Have breast implants that have been recalled by allergan and have been known to cause cancer. They have been hardening and displaced for years. Some pain and very uncomfortable. Style 468. What should I do? FDA safety report ID # (B)(4).